Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the xenon lightsource ((B)(4)) came down to clinical engineering department for bulb replacement, but when powered on, the unit started to overheat and smoke. There was patient involvement or surgical delay.

Event description:
N/a.

Manufacturer narrative:
The 00mlx mlx 300w xenon lightsource was returned for evaluation: device history record review (DHR): the DHR was reviewed and shows no abnormalities related to the reported issue. Failure analysis - this unit failed the lamp hard-start; the lamp was replaced. Then, the fans failed to spin so the unit was disassembled and it was found that the fan connector had disconnected. The technician reconnected the fans to restore their function. All other initial tests resulted in a pass, and was sent to burn-in for more testing. Root cause - the reported complaint is confirmed. The returned 00mlx light source is in used condition with a disconnected fan due to rough handling/tampering. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.